Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 16, 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter displays the battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for follow-up questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began at an unspecified date and time in (B) (6) 2010. The cca noted that the pt manages her diabetes with insulin (self adjuster); no changes were made to the pt's regimen as a result of the reported issue. The pt claimed that as a result of the alleged issue (at an unspecified date and time in (B) (6) 2010) she experienced symptoms of dizziness, nausea, and "passed out." The pt denied receiving any medical intervention after the reported issue began. At the time of troubleshooting, cca verified that the battery in the subject meter was not replaced, per owner's manual recommendation. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.